Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the issues did not resolve as the patient still had "some leakage."

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that "yesterday ((B)(6) 2016) I had 3 little bouts of leakage, should I increase it when that happens"? The patient reported no falls or trauma that could be related to this issue. The patient synchronized with the ins (implantable neurostimulator) and reported that stimulation was on and she was at 1.5v and doesn't feel stimulation. The patient increased to 1.7v and reported feeling stimulation and was going to try this setting. Event date: (B)(6) 2016. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.